Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump could not be charged properly without the customer holding the charging cable in place. The customer's blood glucose (bg) level was 110 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.